Event description:
The customer reported that he "identified mms which generates unusual high cuff pressure only in neo profile." He stated that he received an error message and that the measurement is not successful. Several question marks are displayed. The customer's biomeds researched the failure in the customer's repair department and discovered peak pressures of 470mmhg. These peak pressures were only seen in a neonate monitoring profile. No death or patient /user injury or harm was reported. The device was not used for monitoring at the time of the alleged malfunction.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer stated that the had detected an error with 2 nibp servers (m3001a) that are used in the neonatal ward and alleged there is a potential safety issue to neonates as the pump pressure of 471 mmhg is too high for neonates. There was no patient involvement and no report of any patient or user harm.